Event description:
Based on the info provided, pt experienced pain and it was discovered via MRI of hardware failure. Pt had c5-c6 hardware removal and removal of fractured 62-6420 screw at c6.

Manufacturer narrative:
The user facility medwatch ref number, uf/importer report number (B)(4).